Event description:
On april 8, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
On april 8, 2026, senseonics was made aware of an incident in which the user reported discrepancies between blood glucose and sensor glucose readings. Customer care attempted multiple contacts to obtain additional information and provide troubleshooting assistance; however, the user remained unresponsive. The case was escalated for further review using available data. Review of the data management system indicated that the system was performing within expectations, with sensor glucose values aligning with blood glucose trends when accounting for expected lag between bg and sg inherent to the sensing technology. Per data management system review, the system remains in active use with up-to-date information.